Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20527932/5040377.

Event description:
It was reported that the patients ipg was nonfunctional. It was also stated that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure wherein a rechargeable ipg and an additional lead was implanted. Explanted ipg was discarded.